Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the device alarmed for reaching his low glucose threshold, but because it was reading higher than his actual bg and he is hypo-unaware, it alarmed too late for him to respond and take action. He was found in cardiac and respiratory arrest with pea (pulseless electrical activity). His wife gave him a glucagon injection and his wife and stepson provided CPR (cardiopulmonary resuscitation) for about 20 minutes. When emergency medical services (ems) arrived after the glucagon, his bg was 20 mg/dl but the cgm was showing about 50 mg/dl, so the patient states that he knows his bg was much lower prior to the glucagon. Ems continued CPR for another 10 minutes and gave him unspecified ¿cardiac arrest medications.¿ his pulse came back, but he stated he was ¿not in great shape¿ and was taken to the emergency room (ER). He was admitted to the intensive care unit (ICU) and was on a ventilator for about a week and had to be reintubated twice. He started waking up and had to be restrained and given ¿lots of sedation.¿ he was discharged after about 15 days. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.